Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart bypass. The customer's blood glucose was 300 mg/dl. The customer was treated with bolus. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of high blood glucose. The insulin pump will not be returned for analysis.